Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump drive support was loosened. Customer blood glucose reading was 140 mg/dl. The insulin pump was dropped on the floor. The insulin pump will not be returned for analysis.